Event description:
A tandem mobi cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and arranged to replace the pump. Despite the alarm occurring with consecutive cartridges, it did not affect insulin delivery as the customer continued using their current pump. Technical support provided guidance on storing the pump before its return and sent a replacement to the customer.